Event description:
It was reported by the sales representative (sr) that the male luer fitting, which is on end of the 6" extension, is cracking. This is the part that attaches to the metal female luer fitting which is part of the intra-aortic balloon (iab) catheter bifurcation piece. Additional information from the sr stated that he received a call on (B)(6) 2014 from the perfusionist who was calling from the operating room (or) to report a broken luer connection on the 6 inch extension for the fos (fiberoptix sensor) iab connection. The sr had difficulty hearing the perfusionist, so he asked the perfusionist to call back with the details after the case was over. The sr called the perfusionist on (B)(6) 2014 and left a message for him to call back. On the same evening the perfusionist called the sr back and they discussed the problems he had. The perfusionist explained that this was the second occurrence of this happening within the last 2 weeks. He remarked that on one of the patient's it was noticed that blood was dripping on the floor in the operating room from under the dressing of the iab catheter. There was emergent removal of dressing/bandages. They had to remove the plastic male luer portion from the inside of the metal female luer portion that was attached to the iab bifurcation, all while blood continued to drip out. The patient needed a unit of blood to replace what was lost. The perfusionist stated that he couldn't spend a lot of time with the sr as he had a long day in the operating room. The perfusionist on (B)(6) 2014: a phone call was received from the perfusionist. He reported that he cannot identify the product used as the sample was discarded. The iab was placed in the cath lab and half-way through the case they noticed blood and the male adapter was broken.

Manufacturer narrative:
(B)(4).